Event description:
It was reported that the procedure was to treat an unspecified artery. During advancement of the 3.5x18mm xience skypoint stent delivery system (sds), the balloon appeared partially inflated although there was no attempt to inflate the balloon. The sds was removed without further issues and another xience skypoint sds was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: there was no difficulty removing the stylet or protective sheath. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified artery. During advancement of the 3.5x18mm xience skypoint stent delivery system (sds), the balloon appeared partially inflated although there was no attempt to inflate the balloon. The sds was removed without further issues and another xience skypoint sds was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.